Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that his monitor had been changing colors and shutting down. Support instructed the pt to remove the battery. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (abnormal shutdowns) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.